Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown-size mynx control vascular closure device (vcd) continued to ooze after deployment, during dwell time, and after removal. Pressure was held for approximately 20 minutes, and a non-cordis device was held. There was a reported patient injury of hematoma. The device was used in the left groin. A small hematoma was noted and resolved before the patient left the procedure room. The post-anesthesia care unit nurse reported no bleeding or hematoma during two checks over the next 90 minutes. Later, a rapid response was called for hypotension and lightheadedness. A fluid bolus was given, and the patient responded well. Notes stated that the patient had a large hematoma at that time. Hemoglobin was documented as 11/12, with a baseline of 13, and was approximately 9 the following morning. No transfusion was documented. The device will not be returned for evaluation.